Manufacturer narrative:
D10: 02-020-13-0240 - truliant cr cem fem cr cem left sz 4 (B)(6), 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t (B)(6), 200-02-35 - three peg patella 35mm (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this male patient underwent revision of the left knee approximately 2 years postoperatively due to suspected premature polyethylene wear of the tibial insert. No additional information was provided. During the procedure, heavy scar tissue was observed and debrided from the suprapatellar pouch and the medial and lateral gutters. The polyethylene insert was removed and inspected. Examination revealed pitting on the medial and lateral joint surfaces and mild abrasion along the eminence portion, consistent with wear. The patient was taken to recovery room in stable condition. No further information is available.